Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure. It was noted that the balloon ruptured. The device was removed without problem by using the normal method. The procedure was completed with another of the same device. The patient was in good condition post procedure.